Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the healthcare provider (hcp) could not aspirate from the catheter and the patient was referred for a catheter revision. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot# (B)(4), ubd: 2018-06-28, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-sep-2019 from a healthcare professional who reported that the patient¿s catheter was replaced in (B)(6) 2019 due to it being kinked. No patient symptoms were reported. The indication for pump use was spinal pain and non-malignant pain.